Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 980 ventilator was in an inoperative status. The device was available for evaluation. A review of the ventilator logs indicate there was mix backup ventilation (buv) during use. The service personnel (sp) inspected the ventilator and found unit entered mix buv through logs. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. Based upon the code, the suspected cause of the reported event of the device entering into mix buv was a transient out of range air flow sensor measurement. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator was in an inoperative status. There was no reported injury to the patient.